Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation system, an error message was received indicating that there was an electrical current error. There was also electrograms (egm) noise. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID:pscic101 product type: catheter interface cable (cic) product event summary: the pscc100 catheter of lot number 0012637889 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. Mechanical verification of steering and slide mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation testing was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries cannot performed due to error code #2000 indicating a message was received indicating that there was an electrical current error. X -ray and optical inspection was carried out. High magnification optical inspection revealed a charred on the electrode wires in the shaft. X-ray imaging revealed no anomalies. Hipot and electrical continuity testing was carried out. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection due to charred electrode wires observed internally on the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.